Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they experienced high blood glucose ranged from 427mg/dl to 600mg/dl. It was reported that tubing disconnected from site. Device will not be returned for analysis.